Manufacturer narrative:
As reported, the capsure fasteners peek and stainless steel were disconnected. Review of the photo provided shows three fasteners fixated to mesh. Two of the fasteners are deformed and one of the fasteners peek cap has detached from the coil. The photos do not assist in determining root cause. However, as reported the fasteners were being deployed near the pubic tuberosity, the location of the deployment may have contributed to the reported issue. At this time no definitive conclusions can be made. As reported the sample is being returned for evaluation, when/if the sample is returned a supplemental MDR will be submitted to report the findings. Review of manufacturing records confirms product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the peek, and stainless-steel parts of the capsure fastener were disconnected. It was reported that the issue occurred right from the first fire and no fasteners were fired successfully. ¿the first shot was fired with stainless steel only and second shot had a peek head.¿ ¿based on the video, there may be possibility of stainless steel broke off in the middle of the first shot and the remainder of the stainless steel broke off in the second shot. It was shot near the pubic tuberosity rather than the cooper ligament and may have been damaged.¿ as reported the damaged fastener was not removed from the patient's body and another fixation device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fasteners peek and stainless steel were disconnected. Review of the photo provided shows three fasteners fixated to mesh. Two of the fasteners are deformed and one of the fasteners peek cap has detached from the coil. The photos do not assist in determining root cause. However, as reported the fasteners were being deployed near the pubic tuberosity, the location of the deployment may have contributed to the reported issue. At this time no definitive conclusions can be made. As reported the sample is being returned for evaluation, when/if the sample is returned a supplemental MDR will be submitted to report the findings. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event of fastener peek cap detaching from the coil. The device functioned as intended during functional and simulated use testing. No peek caps were found to detach in testing. No manufacturing anomalies found. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the peek, and stainless-steel parts of the capsure fastener were disconnected. It was reported that the issue occurred right from the first fire and no fasteners were fired successfully. ¿the first shot was fired with stainless steel only and second shot had a peek head.¿ ¿based on the video, there may be possibility of stainless steel broke off in the middle of the first shot and the remainder of the stainless steel broke off in the second shot. It was shot near the pubic tuberosity rather than the cooper ligament and may have been damaged.¿ as reported the damaged fastener was not removed from the patient's body and another fixation device was used to complete the procedure. There was no patient injury.